Manufacturer narrative:
The reported complaint is non-verifiable. The investigation of the returned coil system found the pusher severely stretched with the lead wires broken and exposed at the distal section. The implant was not returned for evaluation. The pusher heater coil was found to be severely damaged; however, the investigation found the pusher's monofilament profiled a mushroom shape, which indicates the implant successfully experienced thermal detachment. As the lead wires were returned broken, this investigation could not test or assess the continuity or resistance of the pusher to determine if a condition existed that would have caused or contributed to a delayed or sticky detachment and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Correction: h8: checked initial use of device.

Event description:
It was reported that during treatment for a recurring aneurysm in the ic, the implant would not detach. After several failed attempts, the coil encountered resistance and unexpectedly detached when being withdrawn. The procedure was successfully completed. The patient's condition was reported as no health damage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.